Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm noted. No ramping numbers on their own or scrolling bar moving anomaly noted. No pump shut down or unexpected restart noted. The pump was unable to verify for compromised force sensor system alarm due to no up and down button response. The pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that his pump will not let him load the cartridge. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.